Event description:
The customer reported that imprecise triiodothyronine (tt3) results were generated on a unicel dxl800 access immunoassay system for three patient samples out of sixteen patient repeat tests. Actual results for the thirteen patients not reported is unknown and inferred to be valid and not erroneous. This report is three of three and represents the tt3 results generated for a third patient sample on a unicel dxl800 access immunoassay system on (B)(4) 2011 which were regarded as imprecise. The initial tt3 result, which was within the assay's normal reference range, was reported outside of the laboratory. While there is no report of adverse event or serious injury related to this event, it is unknown whether there was a change to patient management. Upon repeat testing on the same instrument, the tt3 result was lower and still within the assay's normal reference range, however collectively the results did not meet the precision claims of the assay. No patient specific information, sample collection/handling information or additional instrument performance information was provided by the customer.

Manufacturer narrative:
Service was not dispatched to the site for this event. Beckman coulter inc. Review of a customer supplied instrument/reagent drift study indicates that tt3 quality control (qc) results displayed higher than normal qc out of range high events when the qc assessment was run at the end of the reagent pack (less than or equal to five tests left in the reagent pack). It was noted that the customer utilizes a slightly tighter qc tolerance that peer group. A definitive root cause has not been determined to date for this event. Mdrs associated with this event: 2122870-2011-03582, 2122870-2011-03583, 2122870-2011-03584.